Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2010 explanted:(B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their device explanted on (B)(6) 2017. The patient requested to have the device explanted due to lack of pain relief from the stimulator. The representative noted that the event had been resolved. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: 2010 (B)(6) explanted: 2017 (B)(6) analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #702207504:analysis information 2018-02-07 15:43:58 cst pli# 20 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} over discharge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} over discharge(s). The over discharge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Other applicable components are: product ID neu_unknown_lead serial# unknown implanted: (B)(6)2010 explanted: (B)(6)2017 product type lead analysis of the ins (B)(4) found no significant anomaly. Analysis of the lead found the lead was cut through and was segmented. If information is provided in the future, a supplemental report will be issued.